Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the provided photographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A pictures of the part were provided and examination of the pictures determined that the patella drilling guides and drill both looks worn out. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference (B)(4). Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty that the drill bit created metal debris when drilling. The surgeon had to use another drill bit to finish the procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.